Event description:
I used to use the ciba "focus night and day" contact lenses and they were wonderful. They then changed the name to "air optix night and day" and my eyes became very irritated. I only needed to change the contact in my right eye so my left eye had the "focus" lens and the right eye had the "air optix." I thought there was something wrong with my right eye because it became very irritated, things were blurry and at times I couldn't open my eye. I then dropped my "focus" lens 2 days ago and had to replace that one with the "air optix" as well so both eyes now had the "air optix." Now both eyes had the irritation and I was sure it was the contact lens. I was wondering if others had the same problem so I did a google search. This led me to a forum at www.lens101.com, and there I discovered many others were having the same problem. One man called "(B)(6)" reported his condition was so severe he had to take medicine and wear glasses, as the "air optix" contact lenses had made him unable to wear contacts anymore. I then came upon other websites such as www.eopinion.com and www.pricegrabber.com with people describing the same symptoms. The 35 out of 37 reviews on eopinion.com reported negative side effects. (B)(6) said that ciba had placed the "ok stamp" (a laser stamp on the lens to show which side was outside) on the lenses that was in the wrong position and that is what caused the irritation. I wanted to find out for myself so I could get a correct and unbiased view of the situation so I called ciba this morning and the man I spoke to said they discontinued the "ok stamp" a few months ago but that he couldn't tell me where I could buy the new lenses, as there were still ones out there with the "ok stamp." He said if I had any problems to call their number and they would replace the ones with the "ok stamp" with the new batch. I then got a call from another employee of ciba just as I was writing this saying they had discontinued the "ok stamp" in 2011 and that I could send in my current box of lenses that were uncomfortable, along with a current prescription, and they would send me a new batch that didn't have the "ok stamp" on it. Gratefully I came across a spare set of the old "focus" lenses this morning I had forgotten about, to wear for the time being and they have been wonderful. I'm going out of state for 2 weeks and when I return I will get a current eye exam and send in my "air optix" lenses to ciba for a replacement. I'm just wondering if the former lenses with the "ok stamp" should still be available to consumers since they have caused so many problems. Also, should the company indicate the changes they have made to the lens, when they changed the name from "focus" to "air optix." At the moment, if someone orders "focus night and day" lenses, they may receive a box of "air optix night and day lenses" due to the change of name. However they did not indicate to consumers the change in product (according to the web forum at lens101.com, they are in a different solution and I can see they are tinted blue. I'm not completely sure of all the changes.) I just hope to do what I can so that no one else has to go through the discomfort I and many others on these forums have gone through. Thank you if you are able to advise me as to the best action to take. (B)(6).